Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6)-2012 with additional information received on (B)(6)-2012, (B)(6)-2012, (B)(6)-2012, (B)(6)-2012. Initially given doctor could not confirm case. On (B)(6)-2012, new doctor was called for to report details (no information provided), on (B)(6)-2012, patient could not be confirmed, case is not medically confirmed. The report refers to the reporting female consumer of unspecified age who received essure (fallopian tube occlusion insert) and experienced one device is still in the peritoneal cavity, migraines, nausea, major vertigo, severe abdominal pain, and pain in her lower abdominal area that migrates into her lower back. No information was given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6)-2009 the consumer had essure (fallopian tube occlusion insert) insertion. It was not reported whether essure was used previously. Consumer reported that she had a partial hysterectomy on (B)(6)-2012, but did not say why, and that no coils were removed at this time. She claimed that one device was still in the peritoneal cavity causing her pain. She has gone to the doctor several times for migraines, nausea, major vertigo and severe abdominal pain to the point she cannot get up. She had the essure procedure (B)(6)-2009; her hsg was done on (B)(6)-2010. She had a pelvic ultrasound (B)(6)-2011 and a partial hysterectomy (B)(6)-2011 (discrepant information reported). After her partial hysterectomy she still experienced pain in her lower right abdominal area that migrates into her lower back. The relationship between one device is still in the peritoneal cavity, migraines, nausea, major vertigo, severe abdominal pain, and pain in her lower abdominal area that migrates into her lower back and essure was not reported. This case was converted from the conceptus database into argus on (B)(6)-2013. The medical content of the case was not changed. On (B)(6)-2013 it was detected that follow-up was received for this case, all information was transferred to this case, duplicate bayer case number (B)(4) is deleted. A spontaneous case report from a consumer in united states was identified in the internet on (B)(6)-2013 (bayer number (B)(4)). Additional information was received from consumer on (B)(6)-2013 via phone and e-mail. The report refers to the reporting female consumer (born in (B)(6)) who received essure (two fallopian tube occlusion inserts), and experienced one device migrated outside of fallopian tube - CT scans and ultrasounds have not been able to locate the coil, hsg came back negative, dye went straight through right side, 11 days after hsg test pregnancy test positive, labor at 34 weeks, extreme severe nausea during pregnancy - bad morning sickness - could hardly get out of bed to care for son and could not hold food, lost 10 pounds during pregnancy, during pregnancy woke up so dizzy - had to hold on to the walls to walk - remember waking up 5 hours later, constant severe migraines - now migraine three times a week, major vertigo during pregnancy, severe abdominal pain - pain in lower abdominal area that migrates into lower back feels like worst cramp ever - pain in right side at times sharp or strong and dull, bloating, back pain, pain going down the leg, leg remains numb, fatigued, skin issues - unexplained rashes and bumps - skin sensitive, left ovary with cysts adhered to vaginal cuff, dyspareunia, and since insertion, periods heavier, very painful and irregular. Consumer's medical history included occasional migraine prior to insertion and para ii. Consumer had a son born in (B)(6), nine years after her oldest daughter ((B)(6)), and consumer and husband felt their family was complete. Consumer was nursing her son. In (B)(6)-2009, essure (fallopian tube occlusion insert) was inserted for permanent birth control. Since insertion, consumer's periods were heavier, very painful and irregular. At three months post insertion, on (B)(6)-2010, just prior to the hsg (hysterosalpingogram) test, consumer had a blood serum pregnancy test that was negative. At time of insertion was taking 'pops' (progesterone only pill), a low estrogen pill as she was nursing her son. Hsg came back (B)(6), dye went straight through right side, left side was blocked. One coil had migrated outside of fallopian tube. On (B)(6)-2010, when being due for cycle for 16 hours, consumer took a test which was (B)(6) for pregnancy. Consumer stated eleven days after the hsg test; she had a serum pregnancy test that was (B)(6). During her pregnancy, starting in (B)(6)-2010 or (B)(6)-2010, consumer experienced severe abdominal pain, major vertigo, constant severe migraines, and extreme nausea, lost 10 pounds during pregnancy, back pain and pain going down the leg. The pain in her leg was better, but it remains numb and she has skin issues, unexplained rashes and bumps. She stated her doctor did not test for nickel allergy. She had such bad morning sickness she could hardly get out of bed to care for her son and could not hold food. She had to force herself to eat soup one spoon at a time. One day ((B)(6)-2010), she woke up so dizzy she had to hold on to the walls to walk to get her son a bottle and the phone and called for help till they arrived never did figure out what was wrong, she just remembers waking up five hours later. In (B)(6)-2010, consumer had to have to get a shot to stop her labor at (B)(6) weeks of gestation, that was the only the only complication. Consumer delivered a healthy baby girl on (B)(6)-2010 at (B)(6) weeks considered term. After giving birth, consumer wanted the essure removed because she believed her pain came from the migrated coil. The consumer had a total/partial hysterectomy and cervix removed on (B)(6)-2011. The pathology report stated no essure coil was found or removed. After that surgery consumer was still having extreme pain in abdominal area along with chronic migraines, back pain, dizziness and skin sensitivity. Past medical history included an occasional migraine prior to insertion, but now has them three times a week. She has been prescribed numerous medications, that did not work, but the one now is helping a little bit (consumer could not recall the medication at this time). Consumer continued to see a neurologist for her migraines, she had been to physical therapy for months to help with her back pain, all that has not helped her, and she sees her fnp (nurse practitioner) monthly. Consumer is fatigued. Consumer continued to have pain in her right side that at times is sharp and at times is strong and dull. Consumer received ibuprofen 800 for the pain. Consumer has had multiple CT scans and ultrasounds that have not been able to locate the coil. Gallbladder, liver, kidneys were healthy. Left ovary was found with cysts adhered to vaginal cuff. Doctor suggested surgery for the pain, she said pain on the right was coming from the left side, doctor denied a relationship with essure. Consumer was scheduled for another CT scan on (B)(6)-2013. Consumer believed her pain came from the migrated coil. Follow-up information was received on (B)(6)-2013: the patient demographic information was received in (B)(6)-2009 essure was inserted, for contraception. She used an additional birth control, progestin pills (pops), and she still nursing her soon. The consumer got pregnancy with essure shortly after it was inserted in 2009. Pregnancy test confirmed was performed on (B)(6)-2010. The consumer also reported that she also had had pain in upper right quadrant. In 2011 underwent hysterectomy because of the pain, but essure was not removed. The uterus weight was (B)(6) grams and the cervix had chronic inflammation. On (B)(6)-2011 x-ray was performed, it showed that perforated coil on the right side, but the doctor did not find it. On (B)(6)-2013 a computerized scan showed the right coil was 3.5 mm metallic focus and anterior to the proximal ascending colon in the right lower abdomen. It was compatible with fragments of essure coils. On (B)(6)-2013 a computerized scan of abdomen showed tiny metallic focus in anterior right side of the abdomen directly anterior to the proximal ascending colon is slightly more lateral in location on the current exam. The consumer would like to have the essure removed. A surgery was scheduled to (B)(6)-2013 with a CT scan . Follow-up received on (B)(6)-2013: it was reported that the patient had a surgery and the left tube was also perforated and the right coil was not able to be located. Follow-up received on (B)(6)-2013, was detected on (B)(6)-2013 as duplicate bayer case number (B)(4) (will be deleted): consumer called in to provide further information. The essure coil perforated the right fallopian tube and migrated to the ascending colon. The hcp (healthcare professional) was unable to retrieve that coil on (B)(6)-2013. However, she did retrieve reporter believes part of the essure coil on the left. It was not measuring to the length or the width of the essure coil. It was noted that the coil on the left had perforated the left fallopian tube. It measured 2cm stretched out according to the pathology. Reporter does not know where the rest of it the coil was. The whole straight piece was not there. Consumer has been in a lot of pain. She was going to see another hcp on tuesday ((B)(6)-2013) who was another obgyn (obstetrician/gynecologist). She was not giving out names now. She was going to see a gi (gastroenterology) specialist and was waiting on a referral. The hcp who was removing the essure, denied her the use of fluoroscopy which was then recommendation by the essure insert packet that was at the preoperation visit. Consumer wants to make a complaint against the hcp. She stated she was falling victim as the patient. Ptc investigation result received on (B)(6)-2014 the ptc (product technical complaint) global number for this report is (B)(4). Final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in dev@com. Medical assessment the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occur under any contraceptive. The case refers also to a device breakage and a usability issue. The medical events were reported with an occurrence over a period of 3.3 years and are of broad nature. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. The reported usability issue will be subject to post market surveillance monitoring. Follow-up (B)(6)-2015: follow up information received from the physician. Patient's data were updated. Patient has history of cervical dysplasia. Essure insertion date was updated to (B)(6)-2009. Lot number was not available. Essure was inserted in surgical center under general anesthesia. There were photos from after insertion that showed essure in good placement. Hsg (hysterosalpingogram) performed on (B)(6)-2010 showed left side occluded but right side not occluded. No other information that she went for another hsg. On (B)(6)-2010, the patient was seen with complaint of pelvic pain and for consult for hysterectomy. In (B)(6)-2011 an ultrasound was done for pain to rule out ovarian cysts. No mass seen and everything appeared to be normal but it did note a 16ml endometrial lining. A hysterectomy and removal of essure coils performed on (B)(6)-2011. The sales representative thought the hcp told her that when she went in to do surgery she did not find the right coil. Post operative visit on (B)(6)-2011 no vaginal bleeding noted and everything doing well. Another post op visit on (B)(6)-2011 patient was feeling well but had some left cramping and back pain. On (B)(6)-2011 she came in with complaint of right pelvic pain and abdominal pain closer to umbilicus, nausea but no vomiting. Patient was saw nurse, not doctor at this visit. She was sent for ultrasound to rule out gallstones. Ultrasound on (B)(6)-2011 for pelvic pain and abdominal study said gallbladder normal, right ovary and adnexa normal, left ovary simple has 2.6cm cyst. On (B)(6)-2011 visit, the patient had 2 separate pains, one in right low left quadrant that had been worsening for the past 3 days and the other pain was mid abdomen. Patient was concerned that essure implant causing the pain. Patient reassured of essure inability for ideology of pain even if it had perforated and was located in abdomen. On (B)(6)-2011, the patient signed record release and went to see different doctor. A small portion of micro-insert found in bowel by different physician. A board of action pending against a doctor. Follow up (B)(6)-2015: ptc investigation results were updated and provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy contraceptive failure may occur under any contraceptive. The case refers also to a device breakage and a usability issue. The reported adverse events are not indicative of a quality deficit per se, were reported with an occurrence over a period of 3.3 years and are of broad nature. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Follow-up information was received on (B)(6)-2015. On (B)(6)-2010 leep (interpreted as loop electrosurgical excision procedure ) was performed. No further information was provided. Follow-up received on (B)(6)-2015: no new clinical information. Company causality comment: this case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) implanted and experienced coil perforated on right side, CT showed right coil was 3.5mm metallic focus anterior to proximal ascending colon, compatible with fragments - left tube was also perforated; she also had labor at (B)(6) weeks; during pregnancy woke up so dizzy - had to hold on to the walls to walk - remember waking up 5 hours later; left ovary with cysts adhered to vaginal cuff; and hcp did retrieve part of the coil on the left - the whole straight piece was not there (interpreted as device breakage during removal attempt from abdomen). These events are considered serious due to medical importance. Coil perforated on right side, CT showed right coil was 3.5mm metallic focus anterior to proximal ascending colon cont, compatible with fragments - left tube was also perforated is listed in the reference safety information for essure, while the other events are unlisted. Based on the provided information, a causal relationship between essure use and the serious events cannot be excluded. This case was regarded as incident due to premature labor and since a surgical intervention was required. Additionally, non-serious events were reported. Ptc investigation result was received: no lot number provided; therefore, no lot history record review could be done. In summary, based on the available information there is no reason to suspect quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up from 19-may-2015: no new information provided. Follow-up received on 19-may-2015: information received from consumer states that her coil had migrated completely out of her tube into her abdomen. She also reported that the coils broke into multiple fragments and states that she has had some removed but one fragment is still in her ascending colon. Follow-up information received on 12-aug-2015: consumer stated that she experienced pregnancy, coil migration, both tubes perforated, multiple surgeries, missing coil and multiple fragments. No further information was provided. After internal review, the information received on (B)(6) 2015 was amended to include the following information: this information was posted on a FDA website by consumer ((B)(4)). Follow-up information received on 23-oct-2015 essure was implanted in 2009. During a confirmation test 3 months later, consumer said that she found out something alarming; the coil had migrated just completely out of her tube and into her abdomen. The coils broke into multiple fragments and had some removed but she has one fragment currently in her ascending colon. Legal claim was received on (B)(6) 2016: after being implanted with essure, the plaintiff began to suffer from severe pelvic pain, extreme migraine headaches, extreme menstrual changes, and vertigo. Plaintiff became pregnant after being implanted with essure. She had to have a hysterectomy as a result of essure. Company causality comment this case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and the coil perforated on right side, CT showed right coil was 3.5mm metallic focus anterior to proximal ascending colon, compatible with fragments - left tube was also perforated; she also had labor at (B)(6); during pregnancy woke up so dizzy - had to hold on to the walls to walk - remember waking up 5 hours later; left ovary with cysts adhered to vaginal cuff; and hcp did retrieve part of the coil on the left - the whole straight piece was not there (interpreted as device breakage during removal attempt from abdomen). These events are considered serious due to medical importance. Coil perforated on right side, CT showed right coil was 3.5mm metallic focus anterior to proximal ascending colon cont, compatible with fragments - left tube was also perforated are listed in the reference safety information for essure, while the other events are unlisted. Based on the provided information, a causal relationship between essure use and the serious events cannot be excluded. This case was regarded as incident due to premature labor and since a surgical intervention was required. Additionally, non-serious events were reported. Ptc investigation result was received: no lot number provided; therefore, no lot history record review could be done. In summary, based on the available information there is no reason to suspect quality defect. Upon follow up, a legal claim was received. Further information will be obtained through the litigation process.